Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: visual inspection found captor valve torn which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, a patient underwent taa repair with right fa approach. After deployment of the stent graft in the descending aorta which was a desired position, grey positioner was removed and a balloon catheter was inserted for sealing. Then, the physician confirmed blood leakage from the middle of the hemostatic valve. The sheath was replaced with dryseal sheath (by gore) and further bleeding was avoided. The balloon catheter was re-inserted for sealing, and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.